Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that tubing detached from the quick release. Reportedly, the tubing fell off. No further information available.